Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the catheter was jiggled back and forth, and the clip eventually detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.